Event description:
It was reported that high lead impedance was recently found upon performing system diagnostic testing on the patient¿s system. There no report of trauma or manipulation that may have contributed. No known surgical intervention has occurred to date. The patient's device had previously been programmed off in (B)(6) 2013 due to unrelated reasons.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.